Event description:
Boston scientific received information that this lead displayed a large jump in pace impedances and loss of capture (loc) in all configurations. Further troubleshooting found that the lead is fractured. The lead will be scheduled to be revised. No adverse patient effects were reported.

Manufacturer narrative:
This left ventricular (lv) lead remains in service. This report will be updated when further information becomes available.

Manufacturer narrative:
Additional information was received that this lead was successfully capped with no adverse patient effects.